Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced dizziness and passed out. The patient could not recall the bg and cgm reading at the time of the event but noted that a value was 80 points off from his usual reading. The patient's spouse called an ambulance. The patient came to the hospital and the sensor had been removed. The patient could not recall the medical intervention received for loss of consciousness. The patient recovered and was discharged the same day. At the time of the call, the patient was completely fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 80 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.